Manufacturer narrative:
(B)(4). Date of initial report : 10/21/2015. Date of follow-up report : 01/29/2016. The generator was evaluated by the local service center. The visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. No entries potentially pertinent to the customer's report were noted in the generator¿s DHR review. Furthermore, manufacturing non-conformances were reviewed on both possible lot numbers provided by the site (50350087x and 50350089x) and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding was observed during a surgery for cholangiocarcinoma on the head of the pancreas. End tones, indicating a completed seal cycle, were heard. The bleeding mainly occurred on the first branch of the superior mesenteric vessel and was controlled with further sealing and clips. A transfusion was needed but the blood loss amount was unknown. The surgery was delayed by more than 30 minutes. The patient was brought back to surgery the following day due to further blood loss, which was reported to be greater than 500cc. This bleeding was controlled with hand sewn sutures, monopolar coagulation, and tachosil. The surgeon had noted that this type of patient can have a poor coagulation effect because of cholestasis. The patient is currently recovering. The ligasure device was disposed of after the original procedure.